Manufacturer narrative:
During inspection and testing, there was dirt on the illumination lens. The reported issue (forceps adjustment malfunction) was confirmed during testing due to the forceps elevator wire being broken due to stress from repeated use. In addition, angulation was insufficient due to elongation of the angle wires, the illumination lens was cracked due to handling, the adhesive on the illumination lens was peeling, the adhesive on the bending section cover was chipped due to deterioration, there were scratches on multiple parts of the device, there was a wrinkle on the insertion tube due to the resin being cracked due to chemical stress from reprocessing, there was a flare in the image due to the objective lens being cracked, and the paint on the suction cylinder nut was peeling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the forceps adjustment on the subject device malfunctioned. The rising platform did not go down when the tip cap was attached. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was dirt on the illumination lens. This report is being submitted for the malfunction found during evaluation (dirt on lens). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.